Event description:
It was reported that the patient may have received inappropriate shocks for supra ventricular tachycardia (svt)/ atrial arrhythmia with rapid ventricular response that the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular tachycardia (vt). Intermittent right atrial (ra) lead undersensing was also noted. The device and ra lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtpb2q1 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.